Event description:
It was reported the pt's scs system was explanted approximately four months after it was implanted. The pt stated the ipg incision site did not completely heal and became infected.

Manufacturer narrative:
Field correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.